Manufacturer narrative:
(B)(4). The customer returned six cartridges from unit 544230 hemolok ml clips 6/cart 84/box for investigation. Five of the cartridges were representative samples. Visual examination of the returned cartridges revealed that the actual sample was returned with a clip broken in half at the hinge stuck inside the cartridge along with a half of a clip that was broken at the hinge and stuck in the cartridge. There were also three halves of a clip, all broken at the hinge, returned loose from the cartridge. The clips appear used as there is biological material present on the clips. The damages observed are consistent with hyperextending the clips, improper loading of the clips and/or using a damaged applier. The clip applier was not returned. The representative samples all appeared typical. Reference file (B)(4) for investigation photos. Functional inspection was performed on three of the representative samples. A lab inventory clip applier was used. For the first cartridge, all 6 clips were able to properly load and close in the applier. Two of the clips were successfully applied to over-stressed surgical tubing. None of the clips were broken or broke during functional testing. Two more cartridges were tested with the same results. Other remarks: no issues were found with the representative samples. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." The reported complaint of "clips broken" was confirmed based upon the sample received. The actual clip cartridge was returned with 5 representative samples. There was a broken clip and a half of a broken clip stuck in the returned cartridge along with three halves of a clip that were returned loose. All the clips were broken at the hinge. The damages observed are consistent with hyperextending the clips, improper loading of the clips and/or using a damaged applier. Three of the representative samples were functionally tested with no issues found. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that: clips broke easily when the user inserted the clips on the applier despite being delicate. The clip was unstable on the applier and it could fall easily outside or inside the patient. As a result two other cartridges were used and then we used a bigger trocar to use clips size large. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box , lot #73h1700253. Investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: clips broke easily when the user inserted the clips on the applier despite being delicate. The clip was unstable on the applier and it could fall easily outside or inside the patient. As a result two other cartridges were used and then we used a bigger trocar to use clips size large. There was no patient injury.